Event description:
Facility reported that the glue joint came apart upon removal of the ring. There was no pt or procedural impact.

Manufacturer narrative:
At the time of this report, more info is needed to accurately evaluate and determine the cause of this failure.